Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 168 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.